Event description:
Per the clinic, on (B)(6) 2025 (specific date not reported), the patient experienced a feedback issue, along with swelling and pus at the incision site. An ear infection with drainage in the canal was also observed. Subsequently, the patient underwent a revision surgery on (B)(6) 2026 and was treated with oral antibiotics (specific date and duration not reported). However, a couple of weeks later, the implant was observed to have protruded out of the incision site. Subsequently, the device was explanted on (B)(6) 2026 under general anesthesia. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the implant site. Device analysis report attached.